Event description:
Cadd tubing 7361 (lot 4321084) patient reports that tubing pops off of the connecting cap to the port during infusion. Happened with 2 tubing sets from this lot number. Patient clamped catheter and removed remaining cap. Stopped pump and proceeded to disconnect. Error reached patient; no patient harm. (B)(6). Submission ID: (B)(4). Reference report: mw5117439.